Event description:
A non healthcare professional reported that following implantation of an intraocular lens (iol) the close up is gone and also need reading glasses for close up which did not needed, right eye is more blurry, no nighttime vision at all and patient feels doctor gave the wrong prescription. Additional information was requested and received stating lens turning colors in my eyes and being visible and moving around in my eyes. In my right eye the implanted lens jiggles. Also there are light reflections that makes me look like a lizard in public, no night vision anymore cannot drive anymore at night only in familiar area, distance was blurry from the start. Cloudy spot that I was seeing she performed a procedure under the cuff which she put slits on my eyeball which did nothing to my vision. Lying down watching tv or just looking my vision is totally blurry, then I have to close one eye and it goes one and off clean then not. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).